Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned. A device history record review has been requested, however, the lot number as reported could not be identified, therefore the records could not be reviewed.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4), manufactured the temporary distraction peg, pn 03.641.011, lot 6394391. The complaint condition is due to an unknown cause. The instrument has a broken and missing tip. The 4.0 to 5.0 mm shaft is badly marked, scored, and scratched, especially near the tip. The lot was processed per specification requirements, inspection and conformed to the synthes incoming final inspection sheet. The temporary distraction peg is designed to hold the position of the proximal extension/sleeve in relation to the distal extension/lumbar extension. The design of the temporary distraction peg is appropriate for the intended function. The longitudinal scratches on the instrument shaft indicate this device may have been used as a distraction point rather than to maintain the implant positions. The peg is designed to be loaded in shear between the diameters on either end and the adjacent round or flat surface. Applying load to surfaces other than those described above may result in a bending moment that may bend or break the peg. For this reason, the temporary distraction peg should only be used in the manner specified in the veptr ii technique guide. Only rib expansion pliers or the combination of rib sleeve distraction forceps and half ring should be used for distraction. The exact cause of the failure is unknown.

Manufacturer narrative:
.

Event description:
A report was received regarding a veptr distraction. The tip of the temporary distraction peg broke off during a routine expansion/distraction procedure. The broken fragment was retrieved. The surgeon used another peg from the set.

Manufacturer narrative:
.